Manufacturer narrative:
Initial investigation was not able to reproduce fault. The sensor was returned to OEM for further investigation.

Event description:
User reported that their sao2 was reading 0 for 70% of the case. The user tried factory resetting the value but were continuously unsuccessful recalibrating. The user reported that this was affecting the pao2 reading for the entire case. At the end of the case the value spiked at 99 before working correctly for the very end of the case.